Manufacturer narrative:
This is currently a legal matter and no additional info is available at this time.

Event description:
It was reported that in 2004, patient rec'd a hybrid duracon knee. The dr stated, "the pt complained of pain for several months post op." The knee was revised by another surgeon in 2005 (approximately 12 months after implantation).